Event description:
The customer reported a da pcba adc (data aquisition/ printed circuit board assembly/ analog digital converter) failed vent inop occurrences. No patient harm reported.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a da pcba adc failed vent inop occurrences. No patient harm reported.